Event description:
It was reported the subject device had a flipped image. The reported malfunction occurred during a diagnostic upper endoscopy procedure while the device was inside the patient. A procedural delay of less than thirty minutes was reported. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: h4 corrected field: h11 the customer informed tac of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. Corrected fields: h11 (technical assistance support (tac). The device was not returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cracked lens affecting the quality of image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cracked lens due to affecting the quality of image. The customer contacted olympus technical assistance support (tac) and they had provided remote troubleshooting. The customer check video system center settings: sel user>edit>input>custom 1>display>oev-flip, but customer couldn¿t locate the display field to verify this. Technical assistance support (tac) had explained to customer to use the tower with a flipped image. Technical assistance support (tac) had emailed the case, with advice: if they were using monitor or similar, the custom button 1 or 2 on the monitor may have the flip option. The customer informed tac of the event. The device [will/will not] be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.